Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 170 mg/dl and 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer declined to troubleshooting for updating or high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The left belt clip rail broke off. Also the middle (enter) keypad button is cracked.